Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced a drop in the hemoglobin level. The patient experienced a decrease in hemoglobin of 2 g/dl or greater within the first 72 hours following the procedure. The preoperative hemoglobin value, recorded on (B)(6) 2025, was 15.2 g/dl, and it decreased to 11.2 g/dl the following day. The patient was admitted to the hospital for 3 days. Per admission note, the patient was admitted for low post-op blood pressure. Patient only received IV fluids for low blood pressure and did not require blood products. Additionally, it was confirmed that there was not a significant amount of blood lost from the groin and the patient did not require intervention for the bleeding. The patient made a full recovery. The sheath is not expected to be returned as the complication emerged after the procedure, when the sheath would have been discarded.